Event description:
Add'l info rec'd from MFR 11/26/02: this is in repsonse to the action letter dated october 31, 2002 requesting add'l info on voluntary medwatch mw1026188. This event was determine not reportable by abbott. The catalog number is 12359. The lot number is 87125-6h. According to the rn, the physician attempted arteriotomy closure with the closer s 6fr device. When deploying the device, the suture broke. Closure was achieved either with another device, the hemostasis patch or compression. There was no report of pt harm. The inspection of the returned device yielded the following observations. Both needle guide slots were appropriately trimmed. As part of the failure analysis, the guide tube was peeled from the guide, and there were no indications that the suture could have have been inadvertently caught within the guide seam under the guide tube, and cause some suture damage. A total of 22 inches of suture was returned and all pieces appeared clean cut. The results of the investigation did not yield any manufacturing or component defect. There were no abnormal observation with the condition of the returned device that could have contributed to reported complaint. MFR was not able to established a root cause based on the investigation findings. The device history record was reviewed and no deviations were found relevant to this investigation. The abbott aware date is 9/18/02. The device was returned to abbott laboratories and testing of the device had been completed.

Event description:
Perclose suture broke per dr.